Event description:
It was reported by clinical affairs that a (B)(6) male presented with severe aortic bioprosthetic stenosis and underwent an implant of a transcatheter valve inside the subject valve; valve in valve (viv), after an implant duration of approximately 6 years. Event case summary indicates the transcatheter valve was implanted successfully and patient was awake and stable upon transfer.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.